Event description:
It was reported that the insulin pump alarmed for a button error and that the keypad has been unresponsive since the day before. The blood glucose reading was 103 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.